Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in intraoral region #24, it was verified its non-osseointegration. Immediate load was not performed and the patient presented bone type ii.